Event description:
Customer alleged the weld on the left side snapped. Unspecified injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states ms. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the left rear hollowed aluminum tubing attaches to seat allegedly collapsed (the bolt was intact). There were allegedly some jagged pieces of metal and the consumer was concerned that he may have cut himself. The dealer stated that ems came out and checked him out. The consumer did not sustain an injury. The consumer has been using the product for approximately 2 months. The consumer uses a scooter in around the apartment. He has a power chair to go to doctor's appointment. He uses a rollator within the home. The damaged rollator has been returned to the dealer and a replacement unit has been provided to the consumer. The original product is being returned to invacare for an inspection and evaluation.